Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data did not reveal any evidence of loss of prime occurrence on or before the reported date of loss of prime of (B)(4) 2018. The pump powered on normally and ez-prime steps successfully completed without any alarms, warnings or errors. The pump was exercised without any loss of prime occurring. Investigation did not confirm nor duplicate the alleged loss of prime complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.